Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace lead impedance data shows a gradual increase for min and max v. Pace=448 to 1440 ohms peak between (B)(4)-2010 and (B)(4)-2011.

Event description:
It was reported that a patient alert for impedance out of range occurred for the right ventricular lead. The lead impedance steadily rose from 400 to 1500 ohms and the threshold doubled. The lead was capped and replaced. No patient complications have been reported as a result of this event.